Manufacturer narrative:
H10 h3,h6: the reported device, intended used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and it was noted that only the headset assembly was received. The t-max beach chair assembly was not received. A functional evaluation revealed that the headset slide hex bar was not securely tightened to the double ball and socket assembly. The hex bar would unscrew freely because of a failure of the loctite that was applied to it's threads. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found this was a repeat issue. The complaint was confirmed and the root cause is associated with loctite failure.

Event description:
It was reported that, the "t-max ii shoulder positioner" the head piece was not working and was not getting stable. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.